Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. No phone number provided. The customer replaced the power status overlay to address the reported issue.

Event description:
The customer reported that the power status overlay is not working.the customer reported that the unit was not in use on patient. Event date not specified; estimate used.